Event description:
During a cystoscopy with deflux injection procedure the syringe containing gel broke off the needle head on administration. Surgeon requested another implant. A second & third implant was provided per surgeon request and administered by him. The defective implant was documented as "damaged" and pieces given to management for follow-up with manufacturer. Pt code: 4580. Device codes: 1069, 2588. Ref report: mw5184023.